Event description:
It was reported that the patient experienced hyperglycemia while using the ilet bionic pancreas with a contact detach infusion set and a freestyle libre 3 plus sensor after the ilet was removed due to alarms, leaving the system disconnected for several hours, and was later reconnected with new supplies; the reported glucose was 357 mg/dl and the cause was unclear. Symptoms included no reported clinical symptoms. Outcomes included no reported functional impact beyond elevated glucose. Investigation included a review of device use, troubleshooting, and user education regarding expected glucose trends after prolonged disconnection. Investigation of this case revealed that prolonged disconnection from insulin delivery plausibly contributed to the elevated glucose, with no evidence of device malfunction. It was concluded that the event was related to therapy interruption rather than a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.